Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a sleeve surgical procedure, during and after the second step of the progression of the firing, the anvil of the reload disengaged that led to the non closure of staples and throwing them out in the surgical field due to defection of the anvil's duty during the completion of the firing process. Staples do not meet the anvil and consequently fall in the surgical field and into patient's cavity but were also retrieved. It was noted that there was an extension of the surgery time by more than 30 minutes. This issue was noted that this happened to 3 units. There was no patient injury.